Event description:
Litigation record received. Patient alleges pain, develop cyst around the stem, an x-ray confirmed failure of the femoral component and sustained a fracture at the base of the femoral component. After revision, patient continued to experience pain, developed cyst as a result of metal and patient underwent further surgery for removal of bony exostosis on (B)(6) 2015 but it is unknown what products were removed and implanted. Patient continued to experienced pain and suffering and affect quality of life and ability to earn income and difficulty with walking and continued to have elevated levels of heavy metals in patient's bloodstream but it is unknown which products were removed during first and second revision and it is unknown if the products implanted during revisions were depuy. Doi: on (B)(6) 2007 - dor: on (B)(6) 2011 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2007 medical records report the patient had a left hip resurfacing with depuy asr. On (B)(6) 2011 the patient was noted to have a resurfaced hip revised to a total left hip due to failure on the femoral side, fracture of the femoral neck.¿ sticker sheets note the patient had a pinnacle cup, marathon poly liner, metal femoral head, summit stem, 2 pinnacle screws and an apex hole eliminator implanted. Legal document notes that the patient was revised due to pain, and failure of fracture of the base of neck, metallosis, metal debris and a large cyst, reaction to metal ion levels, adverse local tissue reaction.